Event description:
Suture package had extra needle and suture noted by team as pulled out of package to use. Surgical tech noticed one suture on top of another. No adverse event. Manufacturer error in packaging. Resulted in miscount at end of procedure.